Event description:
It was reported that the right ventricular lead exhibited high impedance and noise. Programming changes were discussed. No intervention was performed. The lead remains in service. There were no patient consequences.